Manufacturer narrative:
One certain® bellatek® encode® healing abutment was returned for inspection. A visual inspection revealed moderate wear about the surface and drive feature of the abutment and mating screw. The o-ring is in good condition, and does not appear to require replacement. The product was functionally tested. The abutment and screw were able to seat normally with a mating implant. The alleged complaint is unconfirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no other similar complaints found for this lot. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of the certain® bellatek® encode® healing abutment, it is recommended to torque the corresponding screw at 20ncm. A singular cause cannot be determined. (B)(4).

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient ID was not provided. Age was not provided. Patient weight was not provided.

Event description:
It was reported that healing abutment did not seat in implant. Dentist finished the procedure with another healing (ieha).